Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of the system revision due to bacterial infection and sepsis. No adverse patient effects were reported. The ICD was explanted.